Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported that death was not dexcom related and that patient's dexcom continuous glucose monitor (cgm) was functioning properly at the time of the reported event. Patient's wife stated that she heard the cgm alert, but was not able to wake the patient. Patient's wife called emergency medical technician's (emt's). Patient was transported to the hospital, and passed away shortly thereafter. Patient's wife reported that the cause of death was heart attack. Additionally, it was reported that the patient had hypoglycemia and pneumonia at the time of the reported event. A copy of the death certificate was provided. The death certificate confirms cause of death as myocardial infarction (mi), hypoglycemia and pneumonia. It was further stated that the patient was taking several medications. No additional event or patient information is available. There was no alleged device malfunction. A certificate of death was provided, confirming patient expired as a result of myocardial infaction (mi), hypoglycemia and pneumonia. It should be noted that diabetes mellitus is a known cause of death.